Manufacturer narrative:
The customer reported that the central nurse's station (cns) whole system went down, the computer and the main monitor are down. According to the customer, it's not a power issue. Technical service (ts) advised the customer that the cns is at the end of life. Ts sent the customer the end of life letter via outlook. Ts advised the customer to contact their ae/sales rep to purchase a replacement cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) whole system went down, the computer and the main monitor are down.